Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It is reported that the pins were missing from the universal oscillating saw attachment. There was no patient harm or delay reported, and the procedure was completed with an alternate device.